Manufacturer narrative:
The reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 31 days of data (07 may 2022 ¿ 07 jun 2022 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2022 from 22:33:13 to 22:33:14 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu (serial number: (B)(4) was not exchanged and that the mpu would not be returned for evaluation. It was also reported that it is unknown if the ac power cord became disconnected from the wall outlet or the back of the unit, or if there were any environmental circumstances that affected the ac power at the patient¿s home during the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 02 may 2016. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power event was observed in the submitted log file. This event appeared to be caused by a loss of power to the mpu; however, pump function was not interrupted.